Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). While a definitive root cause could not be determined, the event is consistent with bubbles/film/foam on the reagent, causing poor aspiration.

Event description:
The initial reporter complained of questionable elecsys ft4 iii assay results for 1 patient sample on a cobas e 411 immunoassay analyzer serial number (B)(4). The initial result was >7.77 ng/dl and the repeat result was 1.38 ng/dl. The results were not reported outside the laboratory.